Event description:
It was reported that the patient with this pacemaker had an infection. The pocket site was very swollen and physician was afraid it was a hematoma. A pocket revision was performed and the pocket was cauterized, flushed with antibiotics and closed. The pacemaker with the brady lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to fields f10 patient codes (3) and h6 patient codes (3).

Event description:
It was reported that the patient with this pacemaker had an infection. The pocket site was very swollen and physician was afraid it was a hematoma. A pocket revision was performed and the pocket was cauterized, flushed with antibiotics and closed. The pacemaker with the brady lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.